Event description:
Patient complication during procedure when ventricular tachycardia was induced by stimulator. Required multiple defibrillations and CPR. Patient unresponsive and intubated. Echo showed no tamponade. The facility reported that the prognosis for the patient is satisfactory with a sick heart. Patient was later discharged from the hospital with no residual effects.

Manufacturer narrative:
According to the facility, the adverse event was procedure related. (B)(4).